Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on (B)(6) 2023 a male patient underwent tevar for a thoracic aortic aneurysm. The patient previously had a y-graft placement, and anastomotic stenosis around the y-graft was observed. The user comments: 'outside the scope of indication: although the specific measurements are unknown, it was said that the access route was narrowed around the anastomosis of the y-graft'. Furthermore, there were also high flexion around the anastomosis of the y-graft. It was reported that the condition of the access route made it difficult to perform tevar. However, it was judged that the patient was not strong enough to perform the procedure with open chest, so tevar was performed. Since it was anticipated that passage through the delivery system would be difficult, a pull-through was performed from the right upper arm to the right common femoral artery (cfa) to secure the route. The user initially attempted to approach from the left cfa, but it was flexed so strongly that the catheter could not be advanced halfway through, so instead the approach was made from the right cfa. A snare was dropped from the right upper arm to the ascending aorta to secure a pull-through condition. A zta-p-38-217-w1 (complaint device) was advanced and although the device was difficult to pass through due to the stenosis and flexure around the anastomosis of the y-graft, the user was able to advance the delivery system to the target position, and the device was deployed from zone 4 (beyond the flexure of the arch). After the placement was completed, the user gradually felt resistance when removing the delivery system and had difficulty removing the dilator tip. The entire delivery system was pulled down while tension was applied to the guidewire, and when all of the dilator tip was exposed, albeit forcibly, the guidewire was severed and completely removed. The user managed to remove the device from the patient, but due to the amount of blood loss after removal, transfusion and hemostasis were given priority. The patient's blood pressure was low and the amount of bleeding temporarily increased due to the large load placed on the cfa at the time of extraction, but the patient¿s condition improved with subsequent transfusion and hemostasis with sutures. The procedure was completed with final contrast enhanced. The user checked the condition of the delivery system after the procedure and found that the tip of the dilator had been torn and a part of the guidewire severed had been shredded. The user comments that it was possible that kinking of the inner cannula or deformation of the guidewire occurred during the procedure due to the highly flexed case, and he did not consider this to be a device-induced problem. No device was returned and imaging were not provided. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information the difficulties to retrieve the delivery system is likely caused by narrowing of the access route and the high flexion due to the anastomotic stenosis of the y-graft. The observed damage on the dilator tip after the procedure could indicate that the tip of the sheath was caught/obstructed by the anastomotic stenosis of the y-graft during retrieval. Per the instructions for use (IFU):¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft and/ or increase the risk of embolization. A vascular conduit technique may be necessary to achieve access in some patients.¿ furthermore, ¿do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels.¿ cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 27sep2023: this event occurred 11jul2023, and y-graft had been placed and the anastomotic stenosis resulted in narrowing of the access route and high flexion before this event. Since the anastomotic stenosis resulted in narrowing of the access route and high flexion, although it was difficult to pass the delivery system, the user was able to advance it to the target site, so he deployed zta-p-38-217-w1 from zone 4 (beyond the flexure of the arch) and placed it. After the placement was completed, the user gradually felt resistance when removing the delivery system and had difficulty removing the dilator tip.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the y-graft had been replaced, and the anastomotic stenosis resulted in narrowing of the access route and high flexion. Outside the scope of indication: although the specific measurements are unknown, it was said that the access route was narrowed around the anastomosis of the y-graft. Although the condition of the access route made it difficult to perform thoracic endovascular aortic repair (tevar), the user judged that the patient was not strong enough to perform the procedure with open chest, so tevar was underwent. Since it was anticipated that passage through the delivery system would be difficult, a pull-through was performed from the right upper arm to the right common femoral artery (cfa) to secure the route. On (B)(6) 2023, the user initially attempted to approach from the left cfa, but it was flexed so strongly that the catheter could not be advanced halfway through, so the user switched to an approach from the right cfa. Then, a snare was dropped from the right upper arm to the ascending aorta to secure a pull-through condition. Although the device was difficult to pass through due to the stenosis and flexure around the anastomosis of the y-graft, the user were able to advance the delivery system to the target position, so he deployed it from zone 4 (beyond the flexure of the arch) and placed the device. After the placement was completed, the patient gradually felt resistance when removing the delivery system and had difficulty removing the dilator tip. The entire delivery system was pulled down while tension was applied to the guidewire, and when all of the dilator tip was exposed, albeit forcibly, the guidewire was severed and completely removed. While confirming that neither the guidewire nor the delivery system remained in the patient's body, transfusion and hemostasis were given priority because of the amount of blood loss after removal, and the procedure was completed with final contrast enhanced. The patient's blood pressure was low and the amount of bleeding temporarily increased due to the large load placed on the cfa at the time of extraction, but his condition improved with subsequent transfusion and hemostasis with sutures. When the condition of the delivery system that had been removed after the procedure was checked, the user found that the tip of the dilator had been torn and a part of the guidewire severed had been shredded. It was possible that kinking of the inner cannula or deformation of the guidewire occurred during the procedure due to the highly flexed case, and the user did not consider this to be a device-induced problem. The device was able to place in the target position without opening the chest, and if additional procedures become necessary in the future, the user will consider the measures to be taken on a case-by-case basis. Patient outcome: the patient's blood pressure was low and the amount of bleeding temporarily increased due to the large load placed on the cfa at the time of extraction, but his condition improved with subsequent transfusion and hemostasis with sutures.